Event description:
It was reported that pre-op, the anesthesiologist inflated the cuff of endotracheal tube and found that it could not be filled and the cuff was leaking. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 15cc of air into sample and no issues were observed in sample during inflation. Sample was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed on sample and no bubbles (leakage) were observed. The cuff and pilot balloon for sample was manipulated, and no issues were observed and the pilot balloon (for each sample) inflated as intended. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.